Event description:
Hamilton medical ag received the following event description: oxygen supply failed during testing on test lung of ventilator. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that the ventilator displayed repeated ¿oxygen supply failed¿ alarms during testing on a test lung. Logfile analysis showed multiple oxygen supply failure events on (B)(6) 2025 under varying oxygen settings. The events were consistent with a malfunction of the o2 mixer assembly, which was replaced. After replacement and completion of all required tests and calibrations, the ventilator passed all functional tests and operated normally. The ventilator was returned to service. No patient was involved, no harm occurred, and no medical intervention was required. There is no indication that the event resulted in death, injury, or any deterioration in the health of a patient, user, or third party. Case is considered closed.